Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had 2 sensors that went out on them. The cannula was bent. The customer¿s blood glucose level during the incident was over 500 mg/dl. They had sensor discrepancies and was getting calibration not accepted error. The customer declined troubleshooting for the high blood glucose and the bent cannula. The device will not be returned for analysis.